Event description:
It was reported that a patient experienced a breach in aseptic technique during use of the homechoice machine, before the patient connected. The patient stated that they were preparing to connect to the setup, but the transfer set fell and touched their leg. The patient indicated that they did not connect after this occurred. The patient opted to skip therapy for the night. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error (breach in aseptic technique). Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs users to use aseptic technique when performing peritoneal dialysis therapy to reduce the possibility of infection. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.